Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacture date ¿ ni.

Event description:
Patient's suture may have separated from suture button. The patient may have fallen prior. No further information has been provided.